Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened during establishing final arm angle (efaa). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 3-4. The clip delivery system (cds) was advanced, and the clip placed. However, during the first attempt to establish final arm angle (efaa), the clip opened slightly. Efaa was performed again, and the clip opened to approximately 80 degrees. The clip was unlocked, closed to 60°, locked and closed fully again. Efaa was performed again and was successful this time. The clip was deployed, and mr was reduced to <1. The patient is stable, and the procedure outcome was successful. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling.